Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected shutdown occurred. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issue.